Event description:
It was reported that the bd plastipak¿ slip tip syringe plunger's stopper was twisted during the aspiration and caused medication to leak past it. The following information was provided by the initial reporter, translated from portuguese to english: "syringe 10ml luer slip with rubber of the plunger getting twisted at the time of aspiration losing the medication and the syringe."

Manufacturer narrative:
Investigation summary: DHR was performed, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer. Bd was unable to perform an investigation and determine the root cause for the incident. The manufacturing processes are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ slip tip syringe plunger's stopper was twisted during the aspiration and caused medication to leak past it. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe 10ml luer slip with rubber of the plunger getting twisted at the time of aspiration losing the medication and the syringe.".